Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. He reason for call was the pt turned their stimulator to 1.5 and a couple weeks ago if they start to work then in 3 or 4 minutes the intensity would crank up without touch it going to 3.0. Once the pt turned the ins off they could go to work but the pt could be walking and it would be shocking so bad they would have to turn it off. Pt noted they had let the ins deplete in charge a couple times but they recharged it back up but the pt did not know if that bothered it or not. The pt could not get in until march to see their hcp. Ps brought up adaptive stim but the pt did not respond to the ps agent bringing it up. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.